Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Review of the stored electrograms revealed the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention performed. The patient will be monitored.